Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the circumflex. The oad was operated inside a stent, which is a contraindication of the device. When the control knob was advanced, the oad jumped and a perforation was noted. The device and guide wire were removed and balloon angioplasty was performed, however the perforation was not contained. A stent was placed, cardiopulmonary resuscitation was performed and a ventricular assist device was inserted. Surgery was performed to resolve the perforation and the patient was in stable condition.